Event description:
Hysterectomy performed at different hosp. Second surgery required due to suture failure and wound dehiscence. Second surgery performed at this hosp. MFR unk. Surgeon at second procedure notes "appears to be pds."